Event description:
The pt visited the clinic for an assessment for the auditory brain stem implant. The in situ measurements performed show 10 electrode channels in status hi. A CT scan revealed that one branch of the split electrode was extruded such that only one electrode contact was intracochlear and the second branch was completely extruded in the middle ear. Pt underwent a revision surgery on (B)(6) 2015, during which the electrode arrays were repositioned such that 3 electrodes on each array were re-inserted. Pt was scheduled to be seen on (B)(6) 2015.

Manufacturer narrative:
(B)(4). The device was not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.

Manufacturer narrative:
Additional information: according to the limited available information, it appears that the active electrode could not be completely inserted at implantation surgery and than further migrated post-operatively out of cochlea. A CT showed one electrode array extruded such that only one contact was intracochlear; the 2nd electrode array had extruded completely into the middle ear. The patient has undergone a surgery on (B)(6) 2015, where the arrays were repositioned such that 3 electrodes on each array have been re-inserted. However only three channels have been enabled. No further information has been received.

Event description:
The patient visited the clinic for an assessment for the auditory brain stem implant. The in situ measurements performed show 10 electrode channels in status hi. CT scan showed the split electrode arrays as: one electrode array had extruded such that only one contact was intracochlear; the 2nd electrode array had extruded completely into the middle ear.